Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal dilaudid (concentration 15mg/ml; dose 5mg/day) via an implantable infusion pump. Patient history included post lumbar laminectomy syndrome, chronic low back pain, and spinal pain. On an unreported date the patient experienced return of symptoms without acute signs or symptoms of withdrawal. A catheter access port (cap) aspiration was performed at the patient's last refill which was negative. A catheter revision took place on (B)(6) 2015. The existing catheter was not functioning due to the catheter being coiled at the anchor and retracted out of the intrathecal space per pre-operative x-ray. The cause of the catheter issue was unknown. The pump was emptied of dilaudid 15mg/ml (32ml) while in the pocket, rinsed twice with preservative free normal saline, and refilled with dilaudid 5mg/ml (40ml). The hcp hoped to avoid abdominal incision by revising the catheter, so the pump was updated with a new concentration and the simple continuous dosing was decreased from 5mg/day to 0.25mg/day. A priming bolus of 0.3ml was programmed to clear the pump tubing (drug was not being delivered intrathecally), and the catheter was cut at the spine to flush the pump segment with normal saline. There was no return of saline at the spine and a pin hole leak was discovered in the pump segment of the catheter contained within the pump pocket. Therefore the entire catheter was removed and a new, untrimmed catheter was placed without difficulty to t11 with good csf return to gravity and from cap aspiration (2ml aspirated to clear the catheter). The old catheter was discarded by the customer. The pump was updated to prime the catheter only. The issue was resolved. Patient status at the time of the report was alive with no injury. The patient was to be seen within 4 weeks post-op.